Event description:
It was reported to target that during the treatment of a brain "avm," afterthe physician selected the vessel and while physician was hand flushing the lumen with saline mixed with contrast media, a leakage was found at the distal end of the catheter. No other substances had been infused through the catheter; the pressure was not controlled by a manometer. This event did not cause any complications to the pt, who was reported in good condition after the procedure.